Event description:
It was reported that the image on the screen was backwards and instrument movement was opposite. Prior to contacting technical support, the customer had power cycled the system to resolve the issue. The technical support engineer advised that in the future, instead of power cycling, the customer should remove the camera, press the instrument clutch button to clear the arm memory, then rotate the camera 180 degrees and reattach it to the arm to resolve the issue. The customer continued with the case. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of the reported event. The reported event was addressed with phone support. The customer resolved the issue by power cycling. The technical support engineer (tse) advised the customer that they can remove the endoscope from the universal surgical manipulator (usm), rotate the scope, press the clutch button on the arm to cancel guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.